Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from an healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving dilaudid (3,000 mg/ml, 19.2 mg/day) via an implantable pump for spinal pain. It was reported the patient's pump was empty. Logs indicated the pump went empty on (B)(6) 2020. The pump was last filled on (B)(6) 2018 and was put to minimum rate at that time. The troubleshooting steps that were taken on the call resolved the issue. No symptoms or patient complications reported.